Event description:
It was reported that this pacemaker exhibited crosstalk oversensing. Technical services (ts) was consulted and recommended reprogramming system sensitivity. This pacemaker remains in service. No adverse patient effects were reported.